Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in the clinic,oversensing was observed on the atrial lead. The lead was explanted and replaced. The patient's status was stable.